Manufacturer narrative:
The report of ¿shocking sensation¿ was not able to be confirmed. The octrode lead was received cut into two sections as a result of the explant procedure. Analysis of the returned lead a found a kink on the outer tubing of the stimulation end segment where two internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. Because the fractured wires are in close proximity to each other, the wires could've potentially made intermittent contact while in vivo, which could be perceived as the reported ¿uncomfortable shocking sensation".

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000115696.

Event description:
It was reported that patient experienced shocking sensations. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein patients system was explanted to address the issue. It is unknown which lead is at fault.